Event description:
It was reported that damage to the pump housing caused difficulty loading and removing cartridges. The customer's blood glucose level was not adversely impacted. Reportedly, the customer continued to use pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.